Manufacturer narrative:
On (B)(6) 2019, mentor received additional information indicating it was the patient's left side which experienced the rupture. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/09/2020, mentor completed evaluation of the device. Device evaluation summary: the device was visually inspected and it was found with no apparent damage. During leak test a tear was observed within a crease measuring approximately 0.1 cm on the posterior view. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with mentor smooth round moderate plus profile 500cc and experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the following corrected information: patient identifier was erroneously entered. The patient's correct initials are (B)(6). On (B)(6) 2019, mentor became aware of the following additional information: the patient's date of birth was (B)(6) 1981. The patient was 38 at the time of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/14/2019, it was noticed that the report submission due date field was erroneously left blank on the previously submitted report. The due date of the previously submitted report is 12/14/2019. Manufacturer¿s reference number: (B)(4).